Event description:
It was reported that the device was in use with patient for infusion of narcotic. Reporter stated the patient was able to break into the lockbox without key by manipulating the casing and the pins holding the door closed. No adverse effects to patient reported.